Event description:
User facility reported the inflation line became detached from the tracheostomy tube after an unk amount of time in use. No adverse effects to pt reported.

Manufacturer narrative:
The device is currently under eval, once completed, the manufacturer will file a f/u report detailing the results.